Event description:
It was reported that the patient presented with their right ventricular(rv lead) exhibiting high lead pacing impedance. Upon interrogation, loss of capture was noted on the reported lead. The lead was explanted and replaced during a generator changeout procedure. Upon examination, fracture was noted on rv lead. The patient was in stable condition.